Manufacturer narrative:
PMA# or 510k#: k760944. Device evaluated by manufacturer - the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as: 2134265-2011-00500, 2134265-2011-00632. It was reported that post a stenting treatment procedure, a guide wire fracture occurred. In 2002, an unspecified niroyal stent was implanted in the left renal artery. Further lesion characteristics, clinical factors and patient impact are unknown. In 2011, the patient presented with ostial stenosis. The 80% stenosed, concentric, 5x 5mm focal lesion being treated was located in the non-tortuous ostial left renal artery. The physician attempted to use a 5.00mm/2.0cm/135cm peripheral cutting balloon, but was unable to cross the lesion. The cutting balloon was removed and a 5.0x15mm sterling balloon was inserted. Upon removal of the sterling balloon, the previously implanted niroyal stent was explanted. The physician attempted several times to snare the niroyal stent but was unsuccessful. The physician was able to pull the stent into the tract of the left femoral access point, but was unable to remove the stent from this location. During the removal attempt the tip of the unspecified size thruway guidewire fractured and also remained in the tissue tract of the left femoral access point. The patient was taken to surgery to remove the stent and portion of the guidewire. No further patient complications were reported and the patient's status is stable.